Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via fluoroscopy. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.